Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 600 mg/dl. The caller was not comfortable troubleshooting the insulin pump, and the customer was not feeling well at the time of the call. The customer was to call back for troubleshooting once he was feeling better. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.